Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that an specified alarm occurred. Customer's blood glucose level was 127 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.